Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting right ventricular (rv) pacing lead impedances of greater than 3000 ohms. Other lead measurements remain stable and there are no oversensing issues. The patient has many medical issues therefore, the physician would like to avoid opening the pocket if possible. Technical services (ts) discussed that high impedances would mainly effect capture therefore suggested increasing rv outputs to maintain capture and monitor the patient, possibly on latitude. Furthermore, the physician complained of high pacing impedances with the 0174 rv lead model in past cases. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, the available information indicates that this ICD remains in-service without further complications. Should additional information become available this product issue will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.